Event description:
The surgeon missed the l3 on the left with the screw. We only high speed 4.5, then 6.5mm tap, then screw. Probably should have 3.5 reamer.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. For this case, it was reported that the surgeon missed the screw of l3 left. Engineering evaluation revealed that there was no system malfunction. The investigation of the case logs found that the root cause was user technique. When reviewing the merge for the level of l3, there is a rotational shift in the ap fluoro image. This rotational shift in the ap image would cause the screw to be misplaced. When reviewing the shots taken, it was noted that the fluoro fixture was not centered on the c-arm. This is known because the fiducials are not centered within the x-ray image. The fluoro fixture being improperly seated can lead to some de-warping issues, this will lead to shifts in the merge. Additionally, the ap image selected for the merge of l3 is of poor quality. It is difficult to differentiate the superior endplate of l3 and the inferior endplate of l2. When patient anatomy is not clearly visible or identifiable in the fluoro image, it can lead to a difficult merge. The user can improve the merge by taking a true ap and a true lateral image for the level of interest. The user verified the merge that contained a shift and then decided to proceed to navigation. The user manual instructs the user how to properly attach the fluoroscopic registration fixture to the c-arm to avoid potential de-warping issues. Additionally, the user is instructed to review and verify the merge to confirm that no shifts are present before continuing on with the surgery. The case was successfully completed using the system. The misplaced screw was changed during the same procedure. There was no adverse effect to the patient. The cause of the reported issue was traced to user technique.